Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows a device of anvil area with a green reload loaded and the anvil in closed position. However, the condition of reload could not be observed. The second photo shows a device from handle area with the closing trigger in closed position. The bailout door removes, and the bailout lever exposed. Based on the photos reviewed, the event describe of would not open is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. Additional information: the sales rep was able to look at the stapler after the incident, and the stapler seemed to open and close fine, however, the manual override had been used, so no power was noted. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler was clamped down on pancreas tissue. The knife advanced normally, but then did not retract so they could not get the stapler to open. They tried the manual reverse, but it did not work. They took the battery out, flipped it over and replaced it, but it did not work. The manual override was engaged and did not work. The surgeon stated that he had to use the end of different device to pry the jaws open to allow the tissue to fall out. There were no patient consequences.